Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported receiving a "service code 336" message and stated the issue had been occurring since the start of 2026. Agent reviewed information. Agent had the patient to close all apps and power on wireless recharger. Attempted to connect to recharger app. Patient connected successfully and recharging with excellent connection. Patient stated that the implant was empty. Patient reported that implant battery depleted faster than usual and stated the issue started two months ago. Agent reviewed information and advised to continue charging the implant. Agent redirected the patient to healthcare provider (hcp) and rep for further assistance regarding depletion rate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.